Event description:
The customer reported that the patient went into asystole during a pacemaker cauterizing case where the EKG read flat lines.

Manufacturer narrative:
According to the customer, the patient was stable coming into the room but went into asystole and came out on its own. Right before this happened using the cauterizing tool megadine 0035h, all EKG went flat line and the customer rebooted 5 times before it came back up to show EKG. Patient was stable upon leaving room. Customer is requesting service to look and test unit as this has made the doctor very uneasy. It was also discovered that the flex versions do not match, the host is on 1.5.17.034 but the front end is on 1.5.19. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the fse tested the system and was unable to reproduce the customer's reported problem. The fse reimaged the device and again tested the unit. The device passed all functional testing. However, a replacement device was ordered for customer assurance. A search in salesforce found one additional case, salesforce case (B)(4) , from 10-jan-2022, in which the customer reported intermittent nibp (non-invasive blood pressure) issues as well as issues with the loss of ECG when esu tools are used. A fse visited the customer's site and tested the equipment with his simulator but could not duplicate the reported issue. The fse reimaged the fc2010 device, purged case data, performed database updates, and disabled the power management in the fc2010 device. The fse verified device operations and returned the equipment to the user. The absence of further calls supports that the reported problem has not reoccurred or was resolved.

Event description:
The customer reported that the patient went into asystole during an outpatient pacemaker implant case.